Event description:
The pt received his scs system on (B)(6) 2009. It was reported that his ipg had begun to erode through the skin. There were no signs of infection. The ipg was removed and replaced on (B)(6) 2010. F/u on the pt found that he is recovering well with no additional issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.